Event description:
Meter name: fast take meter, strip name: fasttake strips, meter code: unk, strip code: unk, strip storage: unk, symptoms: unk, low blood sugar symptoms. A pt reported they were taken to the hospital by paramedics in 2001. Their meter allegedly would only prompt er2. The result on their meter was prompt er2. The result on the hospital meter was 50mg/dl. The time difference between pt's meter and hospital meter was unk. Treatment was unk. No further info has been reported.